Manufacturer narrative:
(B)(4)

Event description:
Per (B)(4) affiliate: the tip of the trocar broked inside the patient abdomen during insertion. Surgeon had to use a bigger incision to retreive the broken part of the trocar. They used another trocar to finish the surgery.

Manufacturer narrative:
(B)(4). Initial reporter information has been added to section.

Event description:
Per (B)(6) affiliate: the tip of the trocar broked inside the patient abdomen during insertion. Surgeon had to use a bigger incision to retrieve the broken part of the trocar. They used another trocar to finish the surgery.

Manufacturer narrative:
(B)(4). Per DHR the product weckvistaopticalport 5mmx100mm ridged lot # 73k1700346 was manufactured on 11/06/2017 a total of 1,368 pieces. Lot was released on 11/09/2017. DHR investigation did not show issues related to complaint. Revision of ha-000042 rev 17 was performed; risk index is medium, there are necessary controls in-process that verify component specification, design verification and validation. From the picture it can be observed a weckvista optical port, the tip of trocar is broken, however, it is necessary to receive the physical sample to perform a proper investigation to confirm the alleged defect and determinate the root cause and corrective actions.

Event description:
Per canadian affiliate: the tip of the trocar broken inside the patient abdomen during insertion. Surgeon had to use a bigger incision to retrieve the broken part of the trocar. They used another trocar to finish the surgery.